Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined.

Event description:
It was reported to vyaire medical that the vela ventilator occurred transducer fault. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: a vyaire service tech arrived on site and troubleshoot the device. Replaced main board and performed annual preventive maintenance.